Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) instrument could not be operated from the console. When the instrument was removed for inspection, the mcs tip cover accessory detached along with the instrument's tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.